Event description:
It was reported that the left ventricular (lv) lead was not capturing and exhibited a high capture threshold when reprogrammed the patient will be monitored remotely until a revision can be completed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
The patient was a participant in the starfix extraction study.

Event description:
It was later reported that high thresholds continued and that the lv lead had dislodged during an ablation procedure for ventricular tachycardia (vt). The lead was explanted and replaced with no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6940 implantable pacing lead 1999 (B)(6); 6945 implantable tachy lead 1999 (B)(6). (B)(4).